Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of catheter leakage was inconclusive with the non-original product samples. The product returned for evaluation was three non-original lot samples. The three kits were sealed and unused. Each kit was opened and the catheters were inspected. No potential damage, defect, or deformity was identified during visual assessment. The remaining kit components were likewise unremarkable. Each catheter was patent to infusion using water and a 12ml syringe. No leakage was observed. The event issue did not manifest with the returned samples and it is likely that the event was related to factors specific to the device and/or usage of that device. Consequently, the evaluation was inconclusive without an evaluation of the implicated devices.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of reza0557 showed (B)(4) other similar product complaints from this lot number.

Event description:
It was reported that a PICC line started leaking on (B)(6) 2016 after being in-situ for 7 days. It was said to have been leaking clear fluid at the insertion site when being flushed and the assistant medical officer was notified. A radiographic study of the line was done on (B)(6) 2016.